Event description:
The user facility reported a 52 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a purge side arm leak was noticed at the sidearm yellow luer lock resulting in low purge pressures and high purge flows. A purge bypass was performed to resolve the issue. Sodium bicarbonate was used in the purge. There was no patient harm reported.

Manufacturer narrative:
The investigation for the purge leak has been completed. Neither the product nor the data logs were returned for investigation. However, the clinical information was sufficient in determining the root cause, given the results of prior failure investigations. It was concluded that the cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate use. This report is being filed as part of a retrospective review of historical records.